Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and insufficient/low power. Therefore, the reported condition that the device jammed and would not spin was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had a sticky trigger, moving parts of the device were not moving smoothly, unable to assemble devices, component damage, and corrosion/rusting/pitting. It was further determined that the device failed pretest for check the power with the test bench, check the function of the device, check cannulation, check the attachment coupling, general condition, check for sticky trigger, check the free movement of the soft mode switch. It was noted in the service order that the device was jammed and would not spin. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.